Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a casing/condition (cracked/damaged casing) issue; battery compartment. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Date of submission 04-dec-2017 the device has been returned and evaluated by product analysis on 11/09/2017 with the following findings: during investigation, the battery compartment was cracked on the left side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.